Event description:
It was reported that one day post implant it was found that the atrial lead had dislodged. The lead dislodgement was verified by testing and a x-ray. It was noted that the lead was unable to achieve pacing threshold and that there was inappropriate sensing thru the lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).